Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device mhz759 number, and no non-conformances were identified.

Event description:
It was reported that the patient underwent a pancreaticoduodenectomy procedure on (B)(6) 2019 and suture was used. The needle was detached from the suture easily during use. It was not a control release needle. There were no patient consequences reported.

Manufacturer narrative:
Product complaint #(B)(4). Sent to the FDA: 08/12/2019. One opened sample (with winding former with seven needle-suture combinations) of product code pdp800, lot mhz759 were returned for analysis. The product code is multi-strand and required eight strands per packet. During the visual inspection of seven needle-sutures, the swage and attachment area were noted to be as expected. The sutures were examined along of strand and no defects or damaged were noted. Functional test was performed on the samples and the pull force of two strands did not meet the minimum due to a light swage. Per the condition of the two samples received, the assignable cause is a pull-out defect and the reported complaint was observed. One opened sample (with a winding former with five needle-suture combinations) of product code pdp800, lot mhz759 were returned for analysis. During the visual inspection of the four needle-suture combinations, the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force did not meet the minimum required due to light swage. Per the condition of the sample received, the assignable cause is a pull-out defect due to light swage and the reported complaint was observed. One opened sample with (two partially dispensed needle-suture combinations, one winding former and two parked needle-sutures) of product code pdp800, lot mhz759 were returned for analysis. During the visual inspection of the four needle-suture combinations, the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force did not meet the minimum required due to light swage. Per the condition of the sample received, the assignable cause is a pull-out defect due to light swage and the reported complaint was observed. Fifteen unopened samples of product code pdp800, lot mhz759 were returned for analysis. The product code is multi-strand and required eight strands per packet. One opened sample (with a paper lid, three used needles, one dispensed needle-suture and one winding former with four parked needle-suture combinations) of product code pdp800, lot mhz759 were returned for analysis. Also, three used needles were visually inspected, the swage and attachment area were noted to be as expected. In addition, the sutures were not received for analysis. During the visual inspection of the five needle-suture combinations, the swage and attachment area were noted to be as expected. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. As no conclusion could be reached as to what may have caused the reported incident, the reported complaint could not be observed.